Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient previously receiving dilaudid (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the patient was currently at the hospital. She had been in a nursing home and they did not know that she had a pump. The pump had not been filled since 2010, the pump was empty, and the patient went through withdrawals back in 2010. The patient did not have a pump managing hcp (healthcare professional). Additional information was received on 16-feb-2016 from a company representative and it was reported that the patient had presented the hospital with an illness that was unrelated to the pump. The hospital had read the pump and alerted the nursing home who didn¿t know the patient had a pump. The nursing home had no knowledge of the pump. Additional information was received from the patient¿s prior pump managing physician on (B)(6) 2016 and it was noted that the patient had not been seen in the office since (B)(6) 2009; she did not call or f ollow-up.